Manufacturer narrative:
Combination product: yes. The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the balloon has been inflated and was deflated in the as-returned state. A medium amount of dried contrast medium residue was observed in the balloon- and inflation lumen. Since it was not possible to dissolve the dried contrast medium, the inflation- and deflation behavior of the balloon could not be assessed. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause for the complaint event is most likely related to the handling during the procedure (i.e. Insufficient deflation time). It should be noted that the IFU advises the user to apply negative pressure to the balloon for at least 35 seconds.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of the lad. After successful implantation of the orsiro stent it was tried to deflate the delivery balloon but it took longer than usual. When negative pressure was applied about 30 seconds, the balloon was finally deflated.